Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used sensor and found needle hub separated from sensor's base. Complaint against sen-serter.

Event description:
No blood glucose levels reported. The customer reported that the sensor of the insulin pump was placed inside the serter but the pedestal of the serter did not come off. As a result, the introductory needle of the sensor broke off and stayed inside the serter. The customer would return the damaged sensor for analysis. No additional information was provided.